Event description:
PICC line was placed with tip in right subclavian. Catheter had excellent blood return. Guide wire would not pull; was stuck to catheter, line was flushed with normal saline and leaked at the hub. Catheter was discontinued. (Line had been trimmed at 21 cm and wire did not adhere at that time).